Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the screw code (B)(4) lot v1422216 before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received in regards to this specific device lot. Technical evaluation: the technical evaluation of the device involved, received on february 19, 2019, is currently on going. Medical evaluation the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation will be available. As soon as the results of the investigation become available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: product code: 99-gp432ce (eight plate screw 32mm sterile). Batch number: v1422216. Quantity: 1. Hospital name: (B)(6). Surgeon name: dr. (B)(6). Date of surgery: (B)(6) 2019. Body part to which device was applied: lower extremity - correction of angular limb deformities. Surgery description: correction. Patient information: (B)(6) years, male, (B)(6) kg. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: "we received a report that the screw broke during the treatment period and the broken pieces remained in the patient's body. The first surgery took on (B)(6) 2016. The surgeon decided on surgical removal on (B)(6) 2018, but at that time the screw was not broken. On (B)(6) 2018 the surgeon found that the screw was broken with an x - ray picture. On (B)(6) 2019, removal of the plate and screw was performed". The complaint report form also indicates: the device failure had adverse effects on patient (un-retrieved device fragments). The initial surgery was completed with the device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required. A medical intervention was not required. Copies of the operative report are not available. Copies of the x-ray images are not available. Patient current health condition: unknown. (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the screw code gp432ce lot v1422216 before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of (B)(4) units. All of them have already been distributed to the market. According to orthofix srl historical records, no other notifications have been received in regards to this specific device lot. Technical evaluation: the returned broken screw, received on february 19, 2019, was examined by orthofix srl quality engineering department. The screw was subjected to visual and dimensional check as per orthofix specification. The visual check confirmed the problem notified: the device is broken. The tip of the screw is missing. The dimensional check, performed where possible, did not evidence any anomalies. The device was then sent to an external laboratory for the failure analysis and the raw material check. The results of the raw material analysis confirmed that the item is in conformity with orthofix specifications. The results of the technical investigation concluded that the device broke due to bending fatigue failure. Medical evaluation: the information made available on the case together with the results of the technical evaluation were sent to our medical evaluator. Please find below a summary of the medical evaluations performed. "In this case a 13 year old male patient of 58 kg had an eight plate fitted on (B)(6) 2016, about 29 months ago. This is quite a long time for an eight plate to be implanted. The screws will be subject to cyclic loading with, no doubt, an active young boy in charge of the limb. This screw was intact a short while previously, and reached its fatigue resistance limit between (B)(6) 2018. I suspect that this event occurred because the plate and screws had been implanted a bit too long. The operation to remove the screws and plate was scheduled anyway, and the screw breakage made no difference to the outcome of this treatment. I would suggest that the cause is "cyclic loading at moderate loads for a period exceeding the fatigue life of this material". I think that the cause of the failure was not so much excessive loads as moderate loads for too long a period. I.e. As suggested, this device has been left in situ for too long a period". Final comments: the results of the raw material analysis confirmed that the item is in conformity with orthofix specifications. The results of the technical investigation concluded that the device broke due to bending fatigue failure. The medical evaluation performed evidenced as follows: "in this case a 13 year old male patient of 58 kg had an eight plate fitted on (B)(6) 2016, about 29 months ago. This is quite a long time for an eight plate to be implanted. The screws will be subject to cyclic loading with, no doubt, an active young boy in charge of the limb. This screw was intact a short while previously, and reached its fatigue resistance limit between (B)(6) 2018. I suspect that this event occurred because the plate and screws had been implanted a bit too long. The operation to remove the screws and plate was scheduled anyway, and the screw breakage made no difference to the outcome of this treatment. I would suggest that the cause is "cyclic loading at moderate loads for a period exceeding the fatigue life of this material". I think that the cause of the failure was not so much excessive loads as moderate loads for too long a period. I.e. As suggested, this device has been left in situ for too long a period". Based on the results of the technical evaluation, which confirmed the device conformity to orthofix specification, and on the evidences deriving from the medical evaluation, orthofix srl can conclude that the problem that occurred is not device related.

Event description:
The information provided by the local distributor indicates: product code: 99-gp432ce (eight plate screw 32mm sterile), batch number: v1422216, quantity: 1, hospital name: (B)(6), surgeon name: (B)(6), date of surgery: (B)(6) 2019, body part to which device was applied: lower extremity - correction of angular limb deformities, surgery description: correction, patient information: 13 years, male, 58 kg, problem observed during: into treatment/post-operative, type of problem: device functional problem, event description: "we received a report that the screw broke during the treatment period and the broken pieces remained in the patient's body. The first surgery took on (B)(6) 2016. The surgeon decided on surgical removal on (B)(6) 2018, but at that time the screw was not broken. On (B)(6) 2018 the surgeon found that the screw was broken with an x - ray picture. On (B)(6) 2019, removal of the plate and screw was performed". The complaint report form also indicates: the device failure had adverse effects on patient (un-retrieved device fragments). The initial surgery was completed with the device. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required. A medical intervention was not required. Copies of the operative report are not available. Copies of the x-ray images are not available. Patient current health condition: unknown. Distributor reference number: (B)(4). Manufacturer reference number: (B)(4).